Event description:
It was reported that 2 bd 32ga 4mm pen needles were unable to deliver medication. The following information was provided by the initial reporter: consumer stated that the needles are clogged during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0343964 . Medical device expiration date: 2025-12-31 . Device manufacture date: 2020-12-08. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 0343964 for needle clog. This is the 2nd. Related complaint for needle clog on lot # 0343964. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.